Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the error log files and reseated the generator printed circuit board and replaced the disk and reloaded the software. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No patient injury was reported.